Manufacturer narrative:
Investigation is complete to date. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this defibrillation lead developed an infection. At this time, it is unknown if this lead remains implanted or was explanted. No further adverse patient effects were reported. A request was made for product return.